Event description:
The surgeon implanted a 3-piece silicone lens model a12010v and was torn during insertion. The lens was implanted and removed without pt injury. It was stated that the msi-tm injector and aq cartridge were used during surgery, but the lot numbers were unknown.